Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated thresholds are high normal. It was noted that the patient had been seen approximately three months after by the physician with similar thresholds, and unipolar testing was performed, which was equal to bipolar thresholds. Rv capture management testing was ineffective at greater than 2.5 volts/0.4 milliseconds. Strength duration tests was performed, and fixed output programmed to maximize battery longevity. The patient was requested to return for follow up check at a later time.